Event description:
Per off label use requirements a report was received indicating that the pt was admitted with a basilar artery occlusion and was intubated and comatose. The pt underwent numerous attempts at restoration of flow to the vertebrobasilar system. Modalities used included administration of tpa, mercy deployment, angioplasty, and intracranial stenting with an enterprise vrd. At the completion of these procedures, restoration of flow through the vertebrobasilar system as injected from the right vertebral artery was not improved. There was however improvement in retrograde flow across the pcoms and down the basilar artery into portion of the vertebral artery segment. Post procedure, the patient's neurologic exam did not improve. An MRI showed an infarction of nearly the full pons. Eeg showed an alpha coma pattern. After discussion with the family, ten days post procedure, the goals of care were changed to providing comfort measures only and the pt was extubated. The pt expired the next day, 11 days post procedure.

Manufacturer narrative:
The product is not available for eval and testing. Additional info will be submitted within 30 days of receipt.